Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. It was noted that the patient was occluded on the left side. The rv lead is scheduled to be capped and replaced. No patient complications have been reported as a result of this event.